Event description:
It was reported to vyaire medical that ventilator inoperable occurred on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available h3 other text : device not returned yet.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11. Results of investigation: vyaire medical field service technician went onsite to evaluate the device. After diagnosis with tech support it was found the gas delivery engine needed to be replaced. After replacing gas delivery engine the vent is now passing all performance checks and is operating nominally. Ready to be returned to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.